Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the personality module vision acquisition (pmva). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The pmva was returned for failure analysis, and the reported issue was not confirmed or replicated. In system logs, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The pmva was installed onto a golden system where the module functioned as expected. Then the system was set to run 10 minutes sine cycle, 10 power cycles and sat idle for three days. Once the testing was completed, the system error logs were inspected, but no error could be identified. The video test passed and the touchscreen had a good image. The complaint was not confirmed by failure analysis. While the root cause could not be determine based on failure analysis, the cause is likely due to an electrical component failure within pmva.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the vision side cart (vsc) monitor was not turning on. The customer performed a hard power cycle; however, the issue persisted. Tse confirmed with the customer that they flipped the circuit breakers on all the components as well as emergency power off (epo) on the patient side cart (psc), with no change. The customer did not continue with the monitor. The procedure was completed as planned with no reported injury.